Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a calcified mid distal left anterior descending artery(lad). Pre-dilation was performed using with a 2.25x8 emerge balloon catheter. A 2.25 x12 synergy ii drug eluting stent was advanced but failed to cross the lesion. A 2.25 x8 synergy drug eluting stent was advanced but also failed to cross the lesion. The lesion was re-dilated again and the same 2.25x12 synergy drug eluting stent was advanced but once more failed to cross the lesion. The stent separated from the balloon and got stuck in the lad. The physician tried to cross the stent with a 1.2 x 12 emerge pushed balloon catheter but the balloon failed to enter the stent. The procedure was not completed and the stent was left behind, stuck in the calcified segment of the lad. The patient status was stable.